Event description:
Additional information was received that clarified that the coil + stent assisted aneurysm embolization done 3 months ago was with johnson and johnson product. Resistance occurred at the distal end of the catheter. There was no damage observed to the pipeline pushwire or catheter. The blood vessel was slightly curved when the pipeline failed to open. Resheathing was attempted to open the pipeline.

Manufacturer narrative:
H3: product analysis # (B)(4):¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pipeline flex braid was returned inside of a biohazard bag and a shipping box. There was no pushwire or catheter returned with the braid. ¿ visual inspection/damage location details: the distal end of the braid was opened and frayed. However, the proximal end of the braid was not opened due to damaged braid. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was opened and frayed. In addition, the proximal end of the braid was not opened due to damaged braid. However, the cause could not be determined. Possible causes include damaged braid, severe vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Since the pushwire and catheter were not returned; any contribution of the pushwire and catheter to the reported issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that because the c1 segment of the internal carotid artery was relatively tortuous, and the c4 cavernous sinus segment was severely tortuous, this patient was also a recurrence case. Three months ago, the patient underwent coil + stent-assisted aneurysm embolization. Therefore, the deployment of the stent was not smooth, and the proximal end of the stent could not be opened. After many adjustments, the stent was kinked and could not be released smoothly, and the stent was damaged. Finally, a shorter stent was chosen to avoid corners as much as possible. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery, communicating artery with a max diameter of 6mm and a 4.5mm neck diameter. The landing zone was 3.89mm distally and 4.35mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and pru level was iia. The angiographic result post procedure was unobstructed vascular blood flow. Ancillary devices include an ev3 phenom27 lot number: 226126289.